Manufacturer narrative:
Product complaint # : (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Investigation summary. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot (B)(6) 2021 (B)(6). Part number: 441.381 lot number: 7360455 part manufacture date: apr 25, 2013 manufacturing location: (B)(4). Part expiration date: n/a. Nonconformance noted: (B)(4). DHR record review: a review of the device history record revealed one nonconformance (ncr) written against this lot of ti lcp one-third tubular plate with collar 8 holes/93mm. (B)(4) was initiated for an oversized w1 feature. The issue was found at the subsequent final inspection operation. The order was dispositioned for a 100% check for conformance to the w1 feature and to scrap any non-conforming parts. Two parts were found to be non-conforming and were subsequently scrapped. Since all non-conforming parts were scrapped and the remainder conform, (B)(4) is not relevant to this complaint. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device history review: apr 13, 2021 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, an unknown hardware removal procedure was performed for unknown reason. It is unknown how the procedure was completed. It is unknown if there was a surgical delay. Patient outcome was unknown. This complaint involves thirteen (13) devices. This report is for (1) ti lcp one-third tub pl collar 8 h/93 this report is 1 of 11: (B)(4). Related product complaint: (B)(4).